Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was an issue with the host video failure. Upon troubleshooting, a potential issue has been detected in the angiography host pc. To resolve this issue, field service engineer (fse) went onsite and found that the black screen observed during startup was due to a lack of video output, not a failure in the bios boot process. To resolve this issue, fse replaced host pc. The defective host pc was returned to philips for analysis and the component identified as faulty was the cmos, with the failure characterized as s64, indicating a battery charge and discharge issue. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc was defective, which could prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.